Manufacturer narrative:
The root cause of reported fault cannot be established in this particular case. There are no reports concerning material or machinery issues in production reports for this batch. There weren't any faults in checked reference samples. Visual inspection of delivered defective sample show no signs of material tension related to mechanical stress. The crack edges are smooth and sharp. There are no significant signals that this could be a potential raw material fault as the molding marks are in different places of the cylinder. Reply from the supplier is that no issues with mold or tools were registered for considered batch of cylinders' production. We consider this an isolated case.

Event description:
According to the complaint blood squirted from the syringe during sampling. The doctor and the nurse got blood on the white coat only. No skin contact with blood occurred and no one got blood in mouth or eyes either. During investigation it was found that this syringe had a liner crack.